Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the procedure was aborted and continued after transferring the patient to another room. The philips field service engineer (fse) inspected the system on-site and found that the system was unable to emit x-rays. Upon troubleshooting, the fse found a power supply error. The fse ran a power test, which showed that the 24-volt power supply was missing. The fse reconnected the crcb footswitch extension cable; however, the issue still existed. To resolve the issue, the fse replaced the fdcsib (flat detector controller system interface board) in the m-cabinet. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.